Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the x3 monitor powered off unexpectedly and did not alarm for a patient event. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Patient involvement was reported, the patient was in transport to computed tomography (CT) and went into cardiac arrest. It was confirmed that there was no patient harm. It was stated that when the patient event happened, the x3 was off the pic the network. The x3 bedside device does not connect to wireless or have wireless features in transport mode, so vitals were not stored at the central station during transport. The customer biomed stated that the patient was transported on the x3 from trauma area to CT. The monitor was operating while in CT (15 ¿ 20 min) until they went to reposition the patient. Between 3-25 minutes later it was determined the transport monitor was turned off. It was turned back on and was attempting to detect readings from the patient. The transport was never reconnected to a bedside monitor. It was sequestered and turned off until clinical eng picked up the next morning. The device was tested by the customer biomed. The biomed stated that it appears as if the power switch was depressed by accident. There has been no duplications of the reported issue with testing of the equipment and the monitor functioned correctly when it was powered back on. The device logs that were provided to philips for review were unreadable. Attempts were made to retrieve readable logs, but was unsuccessful. Technical support was advised by the customer biomed to close the case and no additional information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the monitor did not alarm when the patient went into cardiac arrest. The x3 was disconnected from the host monitor and the patient was transported from the emergency department to a CT scan, which meant the x3 was not connected to the network. The monitor was operating during the CT scan for approximately 15-20 minutes and the patient was repositioned. Between 3-25 minutes later it was determined the x3 was powered off, apparently inadvertently. It was turned back on and functioned normally but was taken out of service. The director of clinical engineering at the hospital indicated there was no actual patient harm related to the monitor powering off.